Event description:
Caller reported a power source alert issue. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to plug the wall adapter into a working outlet and wait at least 30 minutes for the pump to begin charging, after which the pump started charging, and no further assistance was required.